Event description:
Device #2 of 3: reference MFR. Report: 1627487-2018-06068 and 1627487-2018-06230. Follow up information identified there were 2 leads implanted thus the second lead has been added device information has been added. The patient is doing okay per physician report. The dbs system will be activated in the next few weeks.

Manufacturer narrative:
A user facility report: was received 06/07/2018. The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-06068. It was reported the patient underwent surgical intervention (B)(6) 2018 where a. Infinity ipg and dbs lead were implanted. Postoperatively, the patient experienced stridor and was re-intubated. On (B)(6) 2018 the patient went to the or for extubation and the patient experienced low oxygen saturations hence the patient underwent a tracheostomy. On (B)(6) 2018 an ultrasound was performed and showed a nonocclusive thrombus in the left popliteal vein. A CT scan was taken and revealed diffuse pulmonary arterial emboli in both distal main pulmonary arteries which extended into bilateral upper and lower lobes of the lungs. The patient was pending discharge from the hospital (B)(6) 2018. Device information is unknown at this time.